Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer was not detected in the bus after a software upgrade. A field service engineer opened the back of the station after observing a blinking right side light on drawer 2.2, shut down the station, replaced the retractor band with no resolution, then replaced the drawer controller board, rebooted into hardware test application (hta) to confirm four good lights, closed the station, tested successfully in hta, and rebooted into the application with normal operation. The customer logged in and inventoried the medications in drawers 2.1 and 2.2 successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 was failed to open and unable to recover. Customer tried to reboot the machine, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.